Manufacturer narrative:
The reported events were high pacing impedance and a helix mechanism issue. A complete lead was returned for analysis. The reported event of high pacing impedance was not confirmed. Electrical testing did not find any indication of conductor fractures although an internal short was noted while manipulating and stretching lead at the connector region. X-ray confirmed the inner coil was over torqued at the connector region which is consistent with procedural damage. The reported event of helix mechanism issue was confirmed. Visual and x-ray examination of the helix mechanism found no anomalies or distortion of the helix although the inner coil was noted to be over torqued at the connector region which could have contributed to helix issues reported in the field. After cutting, cleaning, and applying torque directly to the inner coil, the helix could be retracted and extended. The full helix extension length was measured within product specification. The cause of the reported event was isolated to the over torqued inner coil and the helix clogged with blood / tissue.

Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, the right ventricular (rv) lead exhibited high impedance measurements and helix mechanism issue resulting in failure to retract the helix. The rv lead was removed and replaced. The patient was in stable condition.

Manufacturer narrative:
Correction: section h6: the investigation conclusion code should have been "unintended use error caused or contributed to event", instead of "cause not established".